Event description:
It was reported that surgeon over torqued the screwdriver and the tip broke off.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.